Manufacturer narrative:
Additional information: (e) initial reporter details. Investigation results: in addition to the fact that no records were found during the analysis of the batch history and non-compliance records, there is no evidence that could lead to this complaint, we did not receive samples/photos to analyze this complaint, and it is not possible to confirm this complaint. Based on the results of the investigation, to date a root cause has not been determined for this complaint. A probable root cause may also be related to damage to the cylinder, caused by a possible pressure variation or a failure in the sensor reading at station 5.52.4 (barrel positioning station). This damage may lead to incomplete needle activation and/or may be associated with a failure in the uv adhesive application process, resulting in the adhesive being applied on the button instead of on the component hub. However, for a detailed analysis, the presence of the physical sample would be necessary. The defects will be monitored during quality trend analysis (qda) meetings.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that a 20g venous catheter malfunctioned, opening in the patient's vein and failing to activate the safety device.